Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
Customer reported that their autopulse platform (s/n (B)(4)) was displaying a user advisory 45 (not at "home" position after power-on/restart). The customer went through the appropriate steps to clear the user advisory and reinstalled another lifeband. The user advisory 45 cleared, however a user advisory 29 (loss of brake connectivity) displayed and was unable to be cleared. There was no report of patient involvement. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock bent was bent. The autopulse platform is a reusable device and was manufactured in 06/25/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying error messages. A review of the archive log revealed user advisories (ua) 08 (motor controller fault detected), ua 29 (loss of brake connectivity), 45 (not at "home" position after power-on), ua 2 (compression tracking error) and ua 12 (lifeband not present) error messages. The archive also showed some kind of small object or small manikin was used on the platform. On the last session on (B)(6) 2016, the platform performed 103 compressions without a problem. During functional testing, ran the platform for 20 minutes with lrtf (large resuscitation test fixture) and 10 minutes with smaller manikin. The platform did not exhibit any fault or error messages. Further testing showed the brake gap was out of specification and needed adjustment. The lifeband was also loose and was falling off from the channel. The lifeband clip was not locked in place when installed. The channel roller assembly was replaced. In summary the customer's reported complaint that the platform displayed ua 45 and ua 29 error messages was confirmed during archive review. Based on the reported information, the customer cleared the ua 45 message. The potential root cause for ua 29 is the brake gap was out of specification and needed adjustment. The platform passed all final testing criteria.